Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump is not delivering insulin. Customer reportedly has been admitted to hospital with an elevated blood glucose level of 30 mmol/l and 3.9% ketones; was treated with saline drip and pen injections. Requested return of the alleged device for evaluation.